Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 4.00 x 24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The 7 most proximal stent strut rows were damaged; struts from the most proximal row were lifted from the stent profile. The most distal stent strut row was also damaged. The remaining undamaged section of the crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 221mm distal to the distal end of the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28-apr-2017. It was reported that crossing difficulties were encountered. The 65% stenosed target lesion was located in the severely tortuous and moderately calcified distal left anterior descending artery. The lesion was treated with predilation using a 3.0x24 balloon catheter. A 4.00x24mm synergy¿ drug-eluting stent was advanced but device was unable to cross the lesion despite several attempts were made. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.